Manufacturer narrative:
This follow-up was created to add two additional patient codes.

Manufacturer narrative:
The contract manufacturer reviewed the lot numbers ar0900049-131 & ar090044-74 DHR and stated specifications were met. The lot number was reviewed by coloplast for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information provided by health canada, pain immediately after the operation of (B)(6) 2018: hurt the groin, more able to urinate, constipation, sore legs. Due to high constipation stayed in the hospital with a tube in the stomach and fasting for 10 days. Intense orgasm after urination. Infection was reported. Abscess 10 cm x 6 cm on the bladder. Hospitalized again for 10 days under antibiotic infusion to cure more constipation. Difficulty walking for more than 5 minutes, seated or resting pains. Needing to change positions frequently. Inability to urinate without concentrating for 10 minutes and wiping caused urination. Pain in the back and right groin, which caused anxiety. Hospitalized in (B)(6) 2018 for a huge stool. Removed stool with hands after 4 big enemas and 5 fleets and 4 suppositories were tried. Risk of peritonitis because the intestine was about to burst. Constant osteoarthritis crisis in hands, knees and ankles since the surgeries. (B)(6) 2019 first sexual encounter, jets of blood come out through urethra. Consult instructed patient to wait another 2 to 3 months. Orgasms that persist with each urination possibly due to urethra being very swollen. (B)(6) 2019 another sexual relationship but penetration very painful. Since sexual intercourse, the orgasms have stopped during the urination, but not during sex since the laying of the strip. Anxiety and depressive noted. The pain is so intense. Physician cannot see if the tape has perforated the vagina. Incontinence continues as before the operation.